Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. Analysis was unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 270 mg/dl. The customer's mother stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer's mother completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.